Manufacturer narrative:
(B) (4)

Event description:
It was reported that the pt experienced a catheter fracture. The location of the distal segment that was detached was unk. Revision of the catheter was being considered. An attempt to follow-up with the hcp for additional info was made without success. Unable to follow-up with contact info provided, no additional info was obtained.